Manufacturer narrative:
The medical center did not return the impella product for analysis. Without the product and further clinical details, the root cause of the vascualr damage was not able to be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The us complainant has returned the impella pump but, not the introducer sheath. The investigation is ongoing at this time. The vessel perforation investigation to root cause is not completed. When the investigation is done, a final report will be filed.

Event description:
A patient was admitted with cardiomyopathy and had a vad placed. When the patient continued to decompensate, the team placed an impella rp for right sided heart support. The placement of the rp was done via the 23fr sheath to the femoral vein. Placement was complicated. The rp came out of position and the team replaced the sheath to reinsert to the right ventricle. During the pump/sheath replacement the team observed that the sheath was extravascular. The vein had been perforated and required vascular repair.